Manufacturer narrative:
Patient city: (B)(6) patient country: belgium . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a tape not sticking event during insertion on (B)(6) 2026. No further information is available.